Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low magnesium (mg) result for one patient sample that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was not reported out of the laboratory. The original sample was repeated and higher result was obtained. Patient samples are provided. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc was within range pre and post the event. After the erroneous result the customer calibrated the mg, however it failed. The customer received a cartridge chemistry sample level sense error while running other chemistries on the unit. Customer technical support requested the customer to check for syringe tightness and leak. The customer did not note issues with the unit. A bci field service engineer (fse) replaced the sample probe. Fse recalibrated the mg and ran qc; both met specifications. Hardware is the root cause for this event.